Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2, d3, d4: this report is for one (1) unknown plate. Part and lot numbers are unknown. Without the specific. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in korea, south as follows: it was reported that they removed psi due to an infection in the patient's operated area. (This patient had a previous history of infection.) Device explanted due to infection. There were no patient outcome or consequences. This report is for one (1)unk - plates: cmf. This is report 2 of 3 for complaint: (B)(4).

Event description:
The initial complaint was reviewed, and the unk - plates: cmf was found to be not reportable. Further communication with the reporter revealed that the unk plates: cmf were a competitor's product.